Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have experienced high blood glucose reading of 500 mg/dl. Troubleshooting was not performed for high blood glucose reading. Customer also reported drive support cap is sticking out. Customer was advised to discontinue from the insulin pump and revert to back up plan. Insulin pump will be returning for analysis.